Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that (B)(6) 2017 CT chest revealed moderate right pleural effusion and hyperdense fluid in the right pericardium and outflow cannula concerning for blood products. Thoracic hematoma admission period ended (B)(6) 2017.

Manufacturer narrative:
Section a4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Per patient outcome information, the patient expired on (B)(6) 2020. The heartmate 3 lvad, serial number (B)(6), was not explanted. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.